Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, vaginal discharge, alopecia, migraine and headache outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet document received, case previously reported with unspecified events, and now events clarified: event injury replaced with dysmenorrhea (cramping), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), vaginal discharge, hair loss, migraines, headaches, event outcome, patient demographic, essure stop date and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure (batch no. 927072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, vaginal discharge, alopecia, migraine and headache outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure (batch no. 927072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, vaginal discharge, alopecia, migraine and headache outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.